Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates. Reportedly, the customer did not remember any of the messaging that was displayed, and the insulin gauge displayed 0 units. The customer did not remember blood glucose level. The customer changed the cartridge and was able to resolve the issue. Multiple attempts were made by tandem technical support to ensure that the customer obtained an alternate method of insulin delivery; however, no further information was provided by the customer.